Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint ¿ litigation papers allege: patient was implanted with a depuy asr hip on her right side on or about (B)(6), 2006. Patient has experienced pain and elevated metal ion levels. There is no mention of revision surgery for patient's right hip. Doi: (B)(6) 2006 - dor: unk (right side). Patient is a resident of (B)(6). Update 1/11/2012 - patient fact sheet (pfs) form and implant stickers received that identified part/lot information, dob and doi. Complaint file and existing product updated, added femoral head and MDR decision tree, follow-up and initial mdrs submitted and pfs with stickers attached to the file. There is no new information that would change the outcome of the investigation. Doi: (B)(6) 2006 dor: none reported (right hip). Dob: (B)(6) 1955. Update 9 jan 2015 - der rcvd. Updated dor, added additional surgeon and sales rep information, added loosening (cup) as a reason for revision and added additional stem and sleeve products. Der states ' asr xl 44mm cup removed with bone tamp and revised to a competitive product. Reporting all other products as having remained in situ.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.(B)(4).